Manufacturer narrative:
The device has been returned for evaluation. The company is investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the information indicated that model 121410 biopsy instrument allegedly self-activated. This information came from one source. No patient was involved and no patient information was provided.

Manufacturer narrative:
H10. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Self-activation was undefined for the device. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the information indicated that model 121410 biopsy instrument allegedly self-activated. This information came from one source. No patient was involved and no patient information was provided.